Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having their device removed because of a return of symptoms. There were programming changes done, but it was unknown what actions and interventions were done. There was not a known cause or when the symptoms returned. The removal was planned for (B)(6) 2016. There were no device issues reported.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the actions/interventions taken to resolve the return of symptoms was a change of programs, udt testing and cystoscopy. The hcp reported that a removal was planned for (B)(6) 2017. The hcp reported that there were no significant findings for the cystoscopy. The hcp reported that the udt testing showed significant over activity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.